Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: deflation: patients should be advised that the tissue expanders may deflate, and require replacement surgery. Deflation occurs when saline leaks through a damaged injection site or a damaged tissue expander envelope. The following is a list of potential adverse events that may occur with breast implant surgery. The risks include: implant deflation/leakage, additional surgery, capsular contracture, infection, toxic shock syndrome, necrosis, hematoma, seroma, extrusion, breast pain, changes in nipple sensation, changes in breast sensation, dissatisfaction with cosmetic results (wrinkling, folding, displacement, asymmetry, palpability, visibility, ptosis, sloshing), calcific deposits, irritation/inflammation, delayed wound healing, hypertrophic scarring, breast tissue atrophy/chest wall deformity, difficulty/inability in breast feeding, and inability to adequately visualize breast lesions with mammography. In addition to these potential adverse events, there have been concerns with certain systemic diseases.

Event description:
Healthcare professional reported unknown side "device breakage" for a tissue expander observed during the "sbi" replacement surgery.

Event description:
Healthcare professional reported unknown side "device breakage" for a tissue expander observed during the "sbi" replacement surgery.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell and others, missing shell (0-25%) and one opening curved on radius. A microscopic analysis was performed which identified: one opening sharp on radius and broken striated on radius. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on radius due to an unidentified (tear) opening. A striated broken on radius due to surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported unknown side "device breakage" for a tissue expander observed during the "sbi" replacement surgery.